Manufacturer narrative:
Patient date of birth and weight not available for reporting. Date of implant reported as approximately 7 years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hardware removal was performed on (B)(6) 2018 due to patient pain and possible infection, there was also drainage at the surgical site. A locking calcaneal plate, 12 locking screws and one cortical screw were removed. All parts were intact, no malfunctions. No revision surgery was performed, no additional x-rays were taken. The surgery was completed successfully without any surgical delays and the patient status was noted as stable. The original surgery was for an open reduction and internal fixation (orif) of a calcaneus fracture. The original surgery date is unknown but was performed approximately seven years prior to removal. This report is for twelve (12) unknown locking screws this is report 2 of 3 for (B)(4).